Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure the lead perforated the heart. The lead was repositioned and "everything was fine".